Event description:
The customer reported that the insulin pump had an error alarm during manual prime. Instructed the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the motor was tested outside the device and passed. Further testing could not be performed due to the motor error alarms.